Event description:
It was reported that the stent partially deployed and elongated. A 7mm x 150mm, 130 cm eluvia drug-eluting self-expanding stent was selected for use in a stenting procedure. The patient was being treated for claudication. A contralateral approach through the right groin was used to access the 45% stenosed target lesion that was mildly calcified and located in the mildly tortuous superficial femoral artery (sfa). Following vessel preparation that included balloon angioplasty, the eluvia was loaded onto a non-boston scientific guidewire and taken down to landing zone distal to mid sfa. Approximately 60% of the stent was deployed normally when the last couple of rachets on the thumbwheel sounded different. The physician tried to deploy the rest of the stent by pulling the back end, but the stent was not deployed and was stuck on the guidewire. Therefore, the handle was broken open in an attempt to release the stent, but this was unsuccessful. Finally, everything was pulled out, including the guidewire inside the delivery system, and the stent released inside the vessel but elongated into the proximal sfa. After taking images, the physician decided not to do anything else. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was open and missing. There was multiple buckling along the sheath. The proximal inner liner was prolapsed. The pull rack was separated 7cm from the retainer, and the proximal end did not return for analysis. The retainer was separated from the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed that there was a prolapse which would have contributed to the reported deployment issue, stent deformation, and guidewire entrapment.

Event description:
It was reported that the stent partially deployed and elongated. A 7mm x 150mm, 130 cm eluvia drug-eluting self-expanding stent was selected for use in a stenting procedure. The patient was being treated for claudication. A contralateral approach through the right groin was used to access the 45% stenosed target lesion that was mildly calcified and located in the mildly tortuous superficial femoral artery (sfa). Following vessel preparation that included balloon angioplasty, the eluvia was loaded onto a non-boston scientific guidewire and taken down to landing zone distal to mid sfa. Approximately 60% of the stent was deployed normally when the last couple of rachets on the thumbwheel sounded different. The physician tried to deploy the rest of the stent by pulling the back end, but the stent was not deployed and was stuck on the guidewire. Therefore, the handle was broken open in an attempt to release the stent, but this was unsuccessful. Finally, everything was pulled out, including the guidewire inside the delivery system, and the stent released inside the vessel but elongated into the proximal sfa. After taking images, the physician decided not to do anything else. The procedure was completed. No patient complications were reported.